Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights. As it was stated, spring arm cover was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination.

Event description:
On 7th january, 2022 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, spring arm cover was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, spring arm cover was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination. According to the service technician, the missing parts were replaced on the spring arm, therefore, the issue has been solved. It was established that when the event occurred, the surgical light did not meet its specification due to the missing spring arm cover, which contributed to the event. Provided information do not indicate if upon the event occurrence the device was being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of missing spring arm cover on a device is low. According to the subject matter expert at the manufacturer, the incident is due to an inappropriate use. To prevent such an issue from reoccurring, manufacturer¿s recommendation is to follow the instructions from operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d1 brand name and b5 describe event or problem fields deems required. This is based on the additional information that has been received. Previous d1 brand name surgical light corrected d1 brand name powerled previous b5 describe event or problem: on 7th january, 2022 getinge became aware of an issue with one of surigcal lights. As it was stated, spring arm cover was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination. Corrected b5 describe event or problem: on 7th january, 2022 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, spring arm cover was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.